Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 31507, was returned and analyzed. Visual inspection of the balloon catheter showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 7 applications on the date of the event. The catheter passed the integrity and performance test there was no kink or bend in guide wire lumen (gwl) inside the balloon segment. The steering mechanism works properly. Pressing the push button also didn¿t kinked the gwl. In conclusion, the reported gwl kink was not confirmed through testing. The balloon catheter passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, when setting up the balloon catheter, a bend was noted in the guidewire lumen. The case was completed with cryo. No patient complications have been reported as a result of this event.